Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported her insulin pump is cracked and her reservoir compartment is completely cracked and unable to lock the reservoir in place. Customer's blood glucose is 131 mg/dl. Customer stated every time she changes her complete set, the compartment cracks a little more. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.